Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause was unknown. Eleven days after the onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 gm intraperitoneally and frequency was not reported), gentamycin injection (20 mg intraperitoneally and frequency was not reported) and an additional unspecified medication (dose, route and frequency not reported) that was given by the physician. At the time of this report, the patient was not recovering from the event and the fluid was still cloudy. On an unreported date, the patient¿s pd catheter was removed and was switched to hemodialysis. No additional information was available.